Event description:
Patient tested prior to implant removal and found to have similar characteristics as other patients with proven hypersensitivity to metals (nickel, chromium and cobalt). Bilateral tmj christensen prosthesis were explanted on 8/18/98.